Event description:
It was reported that at least one bd largebore 8 inch ext vlv experienced flow issues, and was clogged. The following information was provided by the initial reporter: the issue is a failure to flush. The syringe will connect to the smartsite, but will not allow the plunger to be depressed. I have tried the same syringe on different extension sets and there were no problems with the syringe. There have been numerous reports of this happening. At this stage I am not sure if they are all the same lot number, but given the number that we go through I suspect that this is the case. This lot number was the last one that we received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: one 20059e-0006 sample was received in opened packaging for investigation from lot 21076083. No connecting products were received. Further information provided by the customer indicates that the feedback was relating to leakage from the extension set and that no occlusion was observed in this instance. Functional testing was performed by connecting the received product to a 50ml bd plastipak syringe from stock and flushing fluid through; no occlusion or flow restriction was observed throughout testing. The sample was then subjected to pressure testing in order to replicate the customer's experience; no source of leakage was identified throughout testing. A review of the production records for lot 21076083 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that at least one bd largebore 8 inch ext vlv experienced flow issues, and was clogged. The following information was provided by the initial reporter: the issue is a failure to flush. The syringe will connect to the smartsite, but will not allow the plunger to be depressed. I have tried the same syringe on different extension sets and there were no problems with the syringe. There have been numerous reports of this happening. At this stage I am not sure if they are all the same lot number, but given the number that we go through I suspect that this is the case. This lot number was the last one that we received.